Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited increased thresholds. The right atrial (ra) lead exhibited undersensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.